Manufacturer narrative:
A ge representative evaluated the system and repaired the power cord plug connections. System operates as intended.

Event description:
Customer reported the c-arm turned off by itself. No patient injury was reported.